Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead experienced high thresholds resulting from a lead dislodgement. In addition, the right atrial (ra) lead was found to have elevated thresholds and sensing r-waves resulting from a lead dislodgement as well. The lv and ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.